Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received an peripherally inserted central catheter (PICC) for an unspecified indication. The specific device type is not known. The date of implant is not known. The customer reported that the device broke; no event details were provided. The circumstances and handling conditions at the time of event are not known. The patient was returned to the operating room for explant of the broken device and replacement with a new device. No further information was provided. The device is available for evaluation.

Manufacturer narrative:
A review of instructions for use, specifications and visual inspection was conducted during the investigation. The complaint device was returned for analysis; a visual examination noted the clear tubing is partially separated from the purple hub. Injectable PICC is shipped with instructions for use (IFU), which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically, the IFU states, ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow. Failure to ensure patency of the catheter lumen prior to injection may result in catheter failure.¿ based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number has not been provided, therefore; a review of non-conformances and complaint history search cannot be completed at this time. Based on the provided information, inspection of returned product, and the investigation, a definitive root cause cannot be established or reported at this time. A health risk assessment was performed to address this failure mode. We will notify the appropriate personnel and continue to monitor for similar complaints. Measures have been previously initiated to address this issue.